Event description:
Event as reported by customer via medwatch report#: (B)(4). "Initial report of skin erosion under probe site (right toe). Progressed to necrotic, pressure ulcer (stage 3)."

Manufacturer narrative:
Per the directions for use (dfu) accompanied with the sensor masimo clearly alerts the end user of the following: the site must be checked at least every eight hours to ensure adequate adhesion, circulation, skin integrity and correct optical alignment. Circulation distal to the sensor site should be checked routinely. Exercise caution with poorly perfused patients; skin erosion and/or pressure necrosis may occur. During low perfusion, the sensor site needs to be assessed frequently for signs of tissue ischemia, which can lead to pressure necrosis. In conducting our investigation, information initially provided to masimo on 01/22/09 by indicated that the device was used outside parameters of the dfu. Additional information reported by the customer on 02/18/09 indicated that device was being used in accordance with dfu. Masimo was unable to obtain objective evidence that device was used in accordance with the dfu.